Event description:
Medical record reviewed 7-16-99. Pt noted to have aicd lead fracture; end of life for generator. New generator and leads implanted. Unable to identify lead serial number or model number. Submitting generator device numbers.